Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 41 mg/dl, and a fall resulting in customer hitting head. Reportedly, the control-iq algorithm increased basal in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 150-160 mg/dl, and the meter bg reading was 71 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal, customer's bg level lowered to 41 mg/dl. Bg was addressed via a glucagon injection, consumption of carbohydrates, and intravenous saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.